Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via email that the harvester from an ar-1288qt-100 acl fibertag tightrope implant system broke while initiating the graft harvest. All the broken fragments were removed, and the case was completed using an ar-2386-10 quadpro harvester. The case was delayed about thirty seconds and no additional anesthesia was needed. The patient was not affected. This was discovered during a quad auto acl reconstruction procedure on (B)(6) 2024.